Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history records could not be conducted. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were melted when received. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.